Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false positive result in social media. Negative by pcr following day.